Event description:
Customer reported a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, but the call was disconnected. They attempted to call back twice without success. Customer was advised to set up the pump again using new supplies, reconnect their g6, and resume insulin delivery.